Event description:
The customer reported that the oxygen saturations monitoring froze and had to be deselected and reselected to resume saturation monitoring. The device was in clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the oxygen saturations monitoring froze and had to be deselected and reselected to resume saturation monitoring. There was no reported patient or user harm.